Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
Customer reported that the down arrow button on the insulin pump is not working. Customer was unable to rewind. Customer's blood glucose reading at the time of the call was 59 mg/dl and has treated with lunch. No further information reported.